Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection involving a duracon stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a memo provided by a principal microbiologist concluded that due to the nature of the organism isolated, susceptible to gamma irradiation sterilisation, and supported by ongoing low dose audit program in place at stryker, it is not possible that staphylococcus aureus could have originated from the implant. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received from (B)(4) indicates the following: proximal tibia w/ drainage, grew staph aureus, silvadene cream treatment and bactrim 7 day course. No components removed. Right side.